Event description:
It was reported that the customer experienced battery draining issues, which caused the pump to shut off. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the customer concluded the call abruptly.